Manufacturer narrative:
There is no indication at the time of this report that the lens has been explanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site for evaluation. The reported issue could not be verified. Manufacturing records review: the manufacturing records were reviewed. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. The sterilization lot record was reviewed and it was found in compliance with the sterilization process parameters. A search revealed that no other complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Based on review, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a pcb00v intraocular lens (iol), a patient experienced fibrin reaction and cloudy vision 1-day post op; visual acuity was 1.0 (20/20). At 2-days post op, the cloudy vision got worse and pucker was observed on descemet's membrane. At 3-days post op, hazy vitreous was observed. At 4-days post op, hazy vitreous got worse and patient complained about flying flies. Reportedly, doctor prescribed antibacterial medicine (vancomycin, modicine, cravit and gatifloxacine etc.). Fibrin reaction and hazy vitreous noted as recovered. No further information was provided.